Event description:
It was reported that following retreatment with a urethral bulking implant, the male patient would sometimes passes implant material during urination. At other times, the patient could not void and would go into retention. A cystoscopy was performed and some of the implant material was pulled out. The date of onset of complications was noted as 2006 and the date of resolution was noted as 2 months later. The current status of the patient was described as fine. Additional information has been requested but has not been received. No further complications were reported.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. Treatment related adverse events reported during clinical studies include bulking material injected in the bladder. This occurred in 4% (7) of 174 clinical study patients. Most treatment related adverse events occurred within 24 hours of treatment and subsequently resolved within 30 days. Labeling states if residual implant material is visible outside the injection site, use the cystoscope sheath or the injection needle tip to gently work the material free. Remove the excess material or allow it to be flushed out with the irrigation fluid. The product was being used on a male patient which is not according to labeling indications. Baseline report previously provided.